Event description:
It was reported that during a cadaver laboratory, that when assembling the burr device into the attachment device and motor device, it was observed that the burr device was secured. However, when the user stepped on the foot pedal and released the handpiece device, it was observed that the burr device pulled out freely. During in-house engineering evaluation, it was observed that the bearings were worn out and no longer in axial alignment causing heat and vibration on the attachment device. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and no longer in axial alignment causing heat and vibration. It was determined that worn out bearings caused a situation where the locking mechanism was worn out not allowing the cutter to be locked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate